Event description:
It was reported that the patient experienced pain in the skin of his scrotum, near site of previous incision with this artificial urinary sphincter (aus). The device is unrelated to the patient's pain. A surgical procedure was performed, during which the existing pump was removed and replaced in a new place in the scrotum. Upon explant, no device issues were identified. There were no additional patient complications reported.